Event description:
The suspect device result was greater than 300 mg/dl. Doctor increased their oral meds. They became sick and went to the ER. They were given an unknown insulin and observed before being sent home. Controls were not used. The device and replaced and requested to be returned for evaluation.